Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as 2134265-2016-01917. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was positioned in the laa and a 33mm watchman ® laa closure device was deployed. A pericardial effusion occurred and the patient's pressure dropped. Protamine was administered. They quickly did a partial recapture and attempted another deployment, but determined the device was too small. The watchman devices were removed. Patient became hemodynamically stable and did not require further intervention. It was determined the patient's anatomy was not optimal for a closure device; therefore the procedure was aborted. There were no further patient complications reported and the patient was noted to be in good condition.